Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and eventually was able to speak with the pt/layperson on 8/5/09. The pt clarified and reported the following info to this specialist regarding missing segments in his onetouch ultrasmart meter's display. The pt does not recall exactly when he noticed a segment issue. The pt attributed his blurry vision, frequent urination, and acetone breath mainly to "the fact I wasn't taking good care of myself." The pt then implied he was misinterpreting "the readings toward the end" and taking less insulin because segments were missing and then basing the amount on how he felt. Apparently, the symptoms worsened by 2009 at 1:00 a.m. The pt injected 10 units of novalin. Typically the pt injects around 12 units at 7a.m. And at 5p.m. The pt did not receive medical intervention and has not yet seen his physician. The pt was not available to provide a serial number. Because the pt reported that he took less insulin after the display issue and noticed that his symptoms increased, this complaint is reported. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluation it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The serial number for the meter was not provided.